Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they experienced palpitations, fast heart rate and heart failure. The implantable pulse generator (ipg) was suspected to be malfunctioning. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.